Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary Tower experienced a failure with tower door 1, where latch was clicking.The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient.As per part investigation, it was determined that ASSY LATCH DETENT was damaged.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: section D Medical Device Model Section G Reporting Source.The reported condition of door 1 latch was clicking was confirmed by FSE and subsequently confirmed in the DCHU testing and inspection process. According to Work Order#: (b)(4), the FSE reported that tower door 1 was double clicking. The latch was replaced. The unit was cleaned, and corrective grease was applied to all components. During recovery, doors 3 and 7 did not recover. Door 3 was reset by reconnecting the cable. For door 7, the harness was replaced, which allowed successful recovery. During DCHU Visual Inspection: PN: 134714-03: The ASSY LATCH DETENT POP was received with signs of physical damage on the solenoid terminal lock, and the tension support was found loose. PN: 120515-01: The part was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During DCHU Testing: PN: 134714-03: No additional testing was performed on the ASSY LATCH DETENT since it was found damaged during the external inspection. PN: 120515-01: A continuity test was performed as well as a functional test with HTA, and no anomalies were detected. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause to the reported failure door 1 latch was clicking is attributed to the physical damage/condition of the part PN: 134714-03 ASSY LATCH DETENT POP which produces a short/miscommunication.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINTS WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 01-MAR-2018 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT TOWER DOOR 1 HAD BEEN DOUBLE CLICKING. A FIELD SERVICE ENGINEER REPLACED THE LATCH, CLEANED, AND USED CORRECTIVE GREASE. ON RECOVERING DOORS 3 AND 7, THE FSE NOTED THAT THEY WOULDN¿T RECOVER. THEN FSE RESET THE CABLE FOR DOOR 3 AND REPLACED THE HARNESS FOR DOOR 7. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY TOWER EXPERIENCED A FAILURE WITH TOWER DOOR 1, WHERE LATCH WAS CLICKING. THE CUSTOMER STATED THIS MALFUNCTION OCCURRED WHEN THE USER WAS TRYING TO ISSUE MEDICATION TO THE PATIENT AND CONFIRMED THAT THERE WAS NO DELAY IN PATIENT CARE OR HARM TO THE PATIENT. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.